Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), severe heart failure, prolapsed anterior leaflet and billow leaflets for a mitraclip procedure. During the procedure, first mitraclip xtw was not able to be advanced to the target position and was replaced with mitraclip nt. Second mitraclip nt was implanted and it was determined that there was a single leaflet device attachment (slda) and clip was no longer attached to the posterior leaflet. Third mitraclip xtw was prepared, inserted into the left atrium. Mitraclip xtw was steered down and grasped on the lateral side of anterior and posterior leaflet 2 (a2p2). Upon closing the mitraclip xtw, blood pressure was increased from 90mmhg to 150mmhg. Blood pressure was noted to be 120mmhg after the procedure. The final mr was grade 3+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient died and the documented cause of death was heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported hypotension is likely a cascading effect of the reported slda. The reported recurrent mitral valve insufficiency/regurgitation and death could not be determined. Mr, hypotension, and death are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), severe heart failure, prolapsed anterior leaflet and billow leaflets for a mitraclip procedure. During the procedure, first mitraclip xtw was not able to be advanced to the target position and was replaced with mitraclip nt. Second mitraclip nt was implanted and it was determined that there was a single leaflet device attachment (slda) and clip was no longer attached to the posterior leaflet. Third mitraclip xtw was prepared, inserted into the left atrium. Mitraclip xtw was steered down and grasped on the lateral side of anterior and posterior leaflet 2 (a2p2). Upon closing the mitraclip xtw, blood pressure was increased from 90mmhg to 150mmhg. Blood pressure was noted to be 120mmhg after the procedure. The final mr was grade 3+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient died and the documented cause of death was heart failure.